Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline wire damage that would have contributed to the reported pump stoppage. (B)(6) was returned assembled with the driveline cut approximately 9 inches from the pump housing, a middle segment measuring approximately 9 inches was returned, and a distal segment, as part of a previous driveline repair (reported under MFR # 2916596-2019-01004), measuring approximately 19 inches was returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. The driveline was tested for continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone sleeve and bionate layer were unremarkable. The metal braided shield had breakdown approximately 3 inches, 4 inches, 6 inches, and from 12 to 14 inches from the pump housing. The layers were carefully removed from the driveline in order to evaluate the underlying wires. Visual examination along with hipot testing of the internal portion of the patient¿s driveline revealed breaches to the insulation of the orange wire approximately 11.5 inches from the pump housing, and the insulation of the orange and yellow wires approximately 12 inches from the pump housing. The remaining portions of the proximal and distal segments of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The observed damage to the orange and yellow wires would have contributed to the reported pump stoppage if either of the exposed conductors from the orange or yellow wire made contact with the metal braided shield while the patient was operating on a mobile power unit or a power module on a grounded patient cable, resulting in a short to shield. Additionally, the observed damage to the orange and yellow wires would have contributed to the reported pump stoppage if both of the exposed conductors from the orange and yellow wires made contact with each other, or simultaneous contact with the metal braided shield while the patient was operating on any power source, including batteries or a power module with an ungrounded patient cable, resulting in a phase to phase short. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was requested but was not provided. Approximate age of device- 4 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient underwent pump exchange due to driveline malfunction and pump stoppage. No further information was provided.